Manufacturer narrative:
(B)(4)

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped for the procedure. The staff member pulled negative using the syringe before removing the iab from the tray. Using the patient's right femoral artery the md inserted the iab into the sheath. At this time the iab got stuck and could not be advanced further. As a result, the iab was removed with the sheath as one unit and a new 30cc-iab was prepped and inserted successfully in the same site. There was no reported patient death, injury, or complications. Medical / surgical intervention was not required. There was no interruption in iabp therapy. The patient outcome is listed as good. Additional information received on 21sept2015: it is unknown at this time if the second insertion site was the same site.

Manufacturer narrative:
(B)(4). Device evaluation:returned for evaluation was a 30cc 7.5fr iab. The sheath was not returned with the catheter. The bladder membrane was fully wrapped upon return. Some blood was noted on the outside of the bladder membrane. The stylet was returned inserted within the catheter. No kinks, damage, or abnormalities were noted to the catheter or stylet. The bladder thickness was measured at various locations and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. No holes or leaks were detected. Full inflation was achieved. The unit passed leak test. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of catheter stuck in sheath is not able to be confirmed. The sheath was not returned for evaluation. The catheter passed functional testing. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped for the procedure. The staff member pulled negative using the syringe before removing the iab from the tray. Using the patient's right femoral artery the md inserted the iab into the sheath. At this time the iab got stuck and could not be advanced further. As a result, the iab was removed with the sheath as one unit and a new 30cc-iab was prepped and inserted successfully in the same site. There was no reported patient death, injury, or complications. Medical / surgical intervention was not required. There was no interruption in iabp therapy. The patient outcome is listed as good. Additional information received on 21sept2015: it is unknown at this time if the second insertion site was the same site.